Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date, the patient underwent a spinal fusion surgery involving rhbmp-2/acs. Post-operatively the patient started experiencing intractable pain, radiculopathy in both legs from l1 to s2 and bone growth causing severe central and lateral recess stenosis throughout the patient's back. The patient can walk about 1/2 a block using a cane with difficulty.